Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link communicates properly to the pump noted. No unexpected change sensor, sensor updating, sensor glucose value not available or calibration not accepted alerts noted. No partial display on the graph noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No frozen display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Troubleshooting was performed for frozen display. No harm requiring medical intervention was reported. Customer stated that insulin pump had sensor updating and calibration now alert. The insulin pump will be returned for analysis.